Event description:
It was reported that the smartpass (sp) feature in this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to be disabled. Device data was sent to rhythmcare for review. Data review determined that the feature was disabled due to low r-wave amplitude resulting in t-wave oversensing. Additional information was received that over the course of approximately four months, this device has stored multiple episodes with t-wave oversensing resulting in inappropriate shocks. These shocks were delivered following the deactivation of the sp feature. This device remains in service. No additional adverse patient effects were reported.